Event description:
A customer reported during surgery, a system message was displayed. The system was rebooted and priming was attempted, but failed with an advisory message being displayed. This event resulted in an eye over pressure. The infusion was reported to have caused some bleeding and the pt will require additional surgery. The nurse stated that the pt did have a history of eye problems, however, she was not certain if that was a contributing factor. The nurse also indicated that the surgeon performing the procedure was new and this was their first attempt using this system. Additional info has been requested.

Manufacturer narrative:
Additional info was requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).